Event description:
Information received indicates the brake/steer caster is broken and will not turn or lock into the brake or steer positions.

Manufacturer narrative:
The technician replaced the caster to repair the bed.